Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the display screen was misaligned. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/28/2016 with the following findings: during investigation, the compliant of a misaligned display could not be duplicated. The pump was powered on to a blank display. The pump was opened to find the display screen correctly mounted and the display cracked. A test display was installed and the pump was fully functional. Unrelated to the original complaint the battery compartment was cracked from the threads to the case seal left of the grip pad. Additionally, the keypad cover was punctured next to the down arrow symbol.